Event description:
The home patient (hp) reported feeling full, as if the hp were overfilled, while using the homechoice cycler for apd therapy. The hp reported the homechoice cycler is programmed to deliver a last fill volume of 2500mls, which remains in the hp's peritoneum until the start of the next apd therapy using the homechoice cycler. The hp relates the cycler typically removes the last fill volume during the initial drain; however, in 2001 the cycler advanced from the initial drain into the day fill prior to drain completion. The hp relates the cycler then delivered the programmed day fill volume of 2500mls. According to the hp, after receiving the day fill the hp felt full and manually drained 4,400mls of fluid. Both the hp and the hp's healthcare professional related there was no pt injury or medical intervention.